Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer also reported that they experienced diabetic ketoacidosis. The customer did not provide information about symptoms and treatment. The customer mother also reported that transmitter charger also lost. The insulin pump will not be returned for analysis.